Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was not known at the time of the incident. The customer reported the critical pump error after being in a swimming pool. Troubleshooting was performed. The customer states the insulin pump was not dropped or bumped and did not have any alarms prior to the critical pump error. The insulin pump will not be returned for analysis.